Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an implantable neurostimulator (ins) for non-malignant pin and failed back surgery syndrome. It was reported that the ins would not take a full charge. She began having issues of it charging less and less and eventually she was not able to communicate with it. The patient states she has a lot of back pain and that her pain medications were cut from 4 to 3/day. The patient stated the implant helped with a lot of the pain but did not take care of it completely. The last charging session was more than one to three months ago. The patient was redirected to their healthcare provider to address the possible overdischarge and physician listings were sent. No further complications were reported/anticipated. See related pe (B)(4) for information concerning patient¿s previous report of pain.